Event description:
A (B)(4) distributor contacted zoll customer support to report that a monitor was unable to power on properly and was resetting. The distributor was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (won't power up) has been confirmed. Upon evaluation the monitor would not power on properly. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to flash memory components u102 and u105 on computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.